Event description:
The physician attempted to deliver a 2.25 mm diameter x 12 mm length endeavor resolute rapid exchange (rx) drug-eluting stent through the mid rca in order to treat the target lesion in the pda. The target lesion had been pre-dilated. Resistance was encountered during the attempt to pass the device through a calcified bend in the mid rca and force was used in an effort to deliver the endeavor resolute device. The proximal shaft of the delivery system was damaged in the attempt to advance the device and it detached from the delivery system. The device was successfully removed from the patient. The procedure was completed using another brand stent and a double wire technique. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The hypotube was detached 16cm distal to the strain relief. The hypotube detachment was jagged and oval, and had additional kinks on the hypotube. The stent was positioned between the marker bands as per specifications and was not damaged. Procedural images were provided for review. The images show a distal lesion in the rca and calcification in the mid rca. A wire is positioned in the vessel and pre-dilations are performed on the target lesion. A device, most likely the endeavor resolute device, is advanced but cannot cross the area of calcification in the mid rca. An additional wire is inserted for support and the guide catheter is changed. A stent is successfully advanced and deployed in the target lesion with good final results. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: failure to follow instructions (force used in an attempt to advance the device), patient's condition affected effectiveness of device (calcified lesion). Conclusions: user error contributed to event (force used in an attempt to advance the device), device failure/lack of effectiveness related to patient condition. (B)(4).